Event description:
Additional information was received as follows: the patient was treated with an endurant iliac extension limb.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. The right iliac artery was severely tortuous and aneurysmal. The stent grafts were implanted without complication. It was reported that during a routine follow-up visit approximately one month ago, an ultrasound revealed a distal type I endoleak. A CT scan demonstrated that the distal type I endoleak was in the right iliac limb as a result of disease progression with iliac limb dilatation. At the time of implant there was marginal aortic neck seal. The iliac limb was 17 mm in diameter and currently the iliac limb is 26 mm in diameter. No intervention has been performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression, iliac limb dilatation. Conclusion: disease progression, iliac limb dilatation.